Event description:
Patient reported to be experiencing an increase in seizures. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Patient underwent full revision surgery. The explanted products have not been received by product analysis to date.

Event description:
Patient reported to be experiencing a shocking sensation all the way down to her fingertips when turning her head a certain way. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Patient presented with high impedance and was referred to neurosurgery. No known surgical intervention has occurred to date. No other relevant information has been received to date.